Event description:
A malfunction occurred after the customer accidentally dropped their device while changing the cartridge. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the malfunction code did not reappear after the reset. The customer was advised to continue using the pump and to contact support again if the issue recurred.